Event description:
Pt is approx 3 months s/p abdominal surgery (aorto-bifem bypass). The pt developed abdominal (abd) compartment syndrome requiring add'l abd surgery including mesh placement. It was reported that the abd wound [15cm x5 cm] had uninfected granulation & 2 units of apligraf were placed off-label on the wound to facilitate healing. Apligraf was placed in the operating room on (B)(6) 2010. The wound bed was prepped (product unk) in operating room & cleansed w/ normal saline, no wound debridement was performed. Prior to use of the product, it was reported that the unit & packaging was inspected & met the specifications. The physician used gauze & tweezers or forceps to remove the apligraf from the transwell. The apligraf units were place directly on the mesher tray & meshed 1.5:1 expansion ratio. Within 24hrs pt presented to wound ctr w/fever, wound cellulitis & was admitted. The pt was transferred to ICU for ards, cause not determined at time of admission. Pt intubated; placed on vancomycin, however due to increase in creatinine levels, pt placed on different antibiotic regimen. Pt intubated for 8 days & d/c on (B)(6) 2010 to rehab. Consideration to cause of ards given to infection or allergic reaction. Culture of site returned negative, determined to be allergic reaction.

Manufacturer narrative:
Apligraf lot # gs1008.17.01.1a (unts# (B)(4) was packaged on 09/09/2010 and transferred to shipping on 9/10/2010 (for shipment on 9/14/2010). Review of the device history record for this lot indicated that all required documentation/review signatures were completed prior to transfer of the lot prior to shipping. Histology samples from this lot met device specifications at 10 days post air lift ((B)(6) 2010) and histology testing documentation was reviewed by qa on 9/9/2010. At day 14 (as of 9/23/2010), all sterility and retain samples results are negative. Mycoplasma results are pending. (B)(4). Lot # gs1008.17.01.1a met all specifications and release criteria prior to shipment. The company complies with quality system requirements (21cfr820) for the mfg of apligraf. (B)(4).